Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2016. During the procedure, the patient experienced a cerebral spinal fluid leak when the doctor prepared to implant the lead. In turn, the procedure was abandoned. Note: the packaging for the lead intended for use was opened during the procedure, but the lead was not used.